Event description:
It was reported that a missing label was found before use with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter. "Label was missing."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a missing label was found before use with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter, "label was missing."